Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and ventral hernia repair surgery on (B)(6) 2017 during which the surgeon noted the mesh appeared to be a large mass that was just below the recurrent hernia. It was reported that the patient experienced severe left inguinal pain and urination difficulties. No additional information is provided.

Manufacturer narrative:
It was reported that the patient experienced abdominal pain following surgery.

Manufacturer narrative:
Date sent to the FDA: 2/18/2021. H6: appropriate term / code not available (e2402) utilized to capture mesh migration. Additional information: d3, g1. Additional b5 narrative: it was reported that the patient experienced bowel obstruction and mesh migration following surgery.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 1/16/2020. Additional information: d1, d3, d4, g1, g2, g5. Corrected information: g1 - manufacturing site name.